Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. Moisture damage was found on the display board and mother board. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump was splashed with water from a squirt gun. The customer's blood glucose was 143 mg/dl. The customer stated that there was fluid under the lcd display. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.